Event description:
Pt had a left total knee in 1996 and did well until recently when pt began having pain and swelling in this knee. No trauma identified. Pt presented to this facility for a revision of the left total knee. Intraoperatively there was synovitis noted as well as a loose femoral component. The femoral component was removed and replaced.